Manufacturer narrative:
Evaluation anticipated, but not yet completed.

Event description:
During extracorporeal circulation, one of the roller pumps in the pump console displayed "belt slip" error messages and stopped. There were no adverse consequences to the patient as a result of this event.